Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd) unit was damaged by physical stress on the insertion section during user handling. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscope." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statement found in the instructions for use" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. When angulating the head of the scope, the video blacks out. Additional device evaluation findings were as follows: the forceps passage had unusual restriction in it, the brush passage had unusual restriction in it, the image had intermit/flickering image when angulated, the insertion tube had a dent, and low angulation ability. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had temporary image loss during angulation. The issue was observed during a diagnostic (bronchoscopy) procedure. After about a 10-minute delay, the procedure was completed with a similar device. No patient harm was associated with this event.